Event description:
An implant card for the patient was received that indicated that the patient underwent reimplant surgery on (B)(6) 2015, rather than (B)(6) 2015. The implanted generator was not yet activated. It was also reported that the reason for the explant was because the patient's generator pocket was open and the generator was extruding as a result of the patient picking at the site.

Event description:
It was reported that the patient had a possible infection at the generator site. The physician indicated that the patient had been pciking at the generator site causing redness which then turned into an infection. It was later reported that the patient was scheduled for explant due to possible infection. It was reported that the patient developed a fluid filled sack again the generator and the device was explanted. Clinic notes dated (B)(6) 2015 note that the patient's incisions were healing well. Clinic notes dated (B)(6) 2015 note that the incision is healing well and that the lead was buried beneath the flap. There was no evidence of cellulitis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient's incision was healed. It was noted that the patient's parents have notice an increase in seizures without vns therapy and would like to have the patient reimplanted with another vns. Further follow-up revealed that the patient underwent vns reimplant on (B)(6) 2015.

Event description:
It was reported that the infection was a result of the patient picking at the site. The explant was not performed to preclude a life-threatening injury. The patient has not been reimplanted to date.